Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and degenerative disc disease. It was reported that the patient¿s battery had been dead for a couple years. Surgery was done on (B)(6) 2017 to replace the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.